Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2012-01519, 3005099803-2012-01520 and 3005099803-2012-01523 address these devices. It was reported to boston scientific corporation that three gold probes were to be used for hemostasis during a procedure performed on a gi bleed. According to the complainant, the physician initially placed resolution clips to slow the bleed during the emergency gi. The physician then decided to touch up the site using cautery. A gold probe (mr # 3005099803-2012-01519) was advanced into the patient, but failed to conduct electrical current. Furthermore, a kink was noted in the device catheter. Two gold probes (mr # 3005099803-2012-01520, 3005099803-2012-01523) were then tested outside the patient in a container of a saline at 30 watts. Reportedly, the temperature was too low to elicit quick results so the physician assumed the probes were faulty. At this time, the procedure was completed using argon plasma coagulation (apc). During the procedure, two different generators and an adaptor cord were used with the gold probes; post procedure, this equipment was tested and found to be working properly. Additionally, upon re-testing the two gold probes at a higher wattage, the devices appeared to be functioning normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: two erbe icc generators, unknown adapter cord. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.